Event description:
While reviewing downloaded flag data, lifecor's customer support department identified a service code 29 (charge profile fault) associated with monitor. The monitor was replaced as a precaution and returned the lifecore for eval.

Event description:
While reviewing downloaded flag data, lifecor's customer support department identified a service code 29 (charge profile fault) associated with monitor sn 10003058. The monitor was replaced as a precaution and returned to lifecor for evaluation.